Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the display was noted to be distorted and it was noted that the flextape was damaged and it was therefore replaced. The lower display hinge covers were broken and therefore the bullet covers assembly was also replaced. Reconfigured the hard drive and reloaded software. The device then passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 2067, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen went in and out when adjusting the tilt, that it froze up, went black at times and only the outer edges were visible. The programmer was returned for service. There was no patient involvement.